Event description:
A femoral above - knee popliteal bypass was completed using a 6mm hemashield graft performed in 11/04. The pt was admitted in 05 for a thromboembolectomy on the left fem-popt bypass graft and removal of foreign body. The foreign body. The foreign body was a metalic tunnel sheath used for passing the graft. The metalic object was removed.